Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: visual inspection revealed that there was moisture behind the display lens. The battery compartment was found to be cracked from the threads to the case seal. Due to internal moisture contamination, the pump was unresponsive. The display was blank and there were no audio tones or vibrations when attempting to power the pump on. The pump case was removed and evidence of moisture contamination was found inside the pump. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. Also unrelated to the complaint, evaluation revealed that the keypad cover was peeling up near the ok button. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked and there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.